Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and the discrepancy in reading between sensor glucose and blood glucose values. The customer reported blood glucose value of 51 mg/dl and sensor glucose value was 151 mg/dl at the time of event. The event involved product(s) unomedical, mmt-332a, mmt-1880, mmt-7040a. Troubleshooting was not performed for hypoglycemic event, and it was unknown whether the customer had been using the insulin pump within 48 hours of the reported event and unknown whether the auto mode feature was active at the time of the event. Troubleshooting was performed for difference between glucose levels allegation. The differences between blood glucose and sensor glucose was not within acceptable range. Customer also reported hypoglycemic event was related to sensor glucose vs blood glucose event. No further patient complications were reported. No product return is required for unomedical, mmt-332a, mmt-1880, mmt-7040a.